Event description:
The valve was implanted on (B)(6) 2012. The pressure setting was 110. On (B)(6), the symptom of hydrocephalus appeared. At that time, the surgeon pumped it to improve the condition. On (B)(6), the pressure was changed to 70 as the symptom appeared again. The doctor checked the shunt under x-ray to find there was no occlusion. On (B)(6), the pressure setting was again changed to 110. On (B)(6), the symptom of hydrocephalus once again appeared. The doctor inserted a drainage to improve the situation, changing the valve setting to 200. Later on (B)(6), he removed the valve.

Manufacturer narrative:
The incident has been reported to the manufacturer on 05/21/2012. Results of analysis will be developed in a follow-up report.